Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the vent self check failure showing pneumatic system failure was verified. During internal inspection the flow screens were found to have debris, restricting proper flow. The flow screens were replaced to remedy the report. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001 " and a "self check failure -1003" error messages. Complainant indicated that there was no patient involvement in the reported issue.